Event description:
It was reported that at implant the lead's helix did not deploy correctly. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4) no anomalies found. Full lead returned and analyzed.